Event description:
It was reported that the battery gauge was intermittently fluctuating. Customer's blood glucose level was 230 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.